Manufacturer narrative:
Patient experienced nose bleed after administration of anesthesia, prior to the cryoablation treatment. Patient had ceased blood thinner medication 2-3 days prior to surgery but was taking medication for hypertension, although it is unknown what patient's blood pressure was at time of treatment. It is unknown if treatment with clarifix aggravated the pre-existing bleeding. Patient recovered after spa ligation. At the time of this report, no further patient injury or negative health related outcomes have been reported. The device was discarded after the procedure and the serial number was not provided/unknown. Therefore, no investigation of the device was completed.

Event description:
Female patient received bilateral cryotherapy in the nasal passageway under endoscopic visualization in the doctor's office on (B)(6) 2019. Prior to adminstration of cryotherapy, physician injected anesthesia into sphenopalatine area and a slow nose bleed started. Physician attempted to stop the flow of blood by applying silver nitrate, however bleeding continued. Clarifix cryotherapy treatment was performed even though there was a slight bleed. The cryotherapy device wasn't placed where the cut from the anesthesia was. Physician tried unsuccessfully to cauterize the bleed and pack the nose with miracell. Patient was admitted to the ER for observation. Patient received sphenopalatine artery (spa) ligation in or following admission to hospital. Patient recovered from spa ligation with no further adverse consequences. Physician indicated that patient was on blood thinners prior to cryotherapy but stopped 2-3 days prior to treatment. Patient also had history of high blood pressure and was on blood pressure medication.